Event description:
Pt admitted for removal of bilateral silicone gel breast implants due to painful contractures. Pt has also developed marked muscle pain, fatigue and joint pain over the past yr. The right capsule was dissected and removed intact. The implant was intact within the capsule. There was a 3 mm small cystic mass present in the breast tissue. The left capsule was removed and the implant dissected free. The implant was found to be intact within the capsule. Right and left implants weigh 270 gm each. Microscopic description of capsules showed numerous foamy macrophages within fibrous connective tissue. The cyst tissue is benign fibrosystic disease of microcyst formation and apocrine metaplasia.